Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 implant failed to deploy. T1 was successfully removed from the patient. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The devices were received together in one bag and visual evaluation was performed. There were 3 t¿s and some sutures; some attached, some free. The first device appears to have a bent delivery needle, looped and knotted sutures, t2 is pushed back up inside of the clear inner sheath. The deployment ejector has ridden under and past t2. The white depth penetration limiter sleeve has been cut or sliced and the suture is pulled back into and stuck in the sliced sleeve. The second device appears to have had normal use and appears to be in normal post procedure condition. The first device does still have t2 inside the needle, but it is not definitive as to what contributed to this condition. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies. Report 2 of 2 (reference (B)(4) for 1st complaint).